Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) september 2017 getinge became aware of an issue with one of our surgical light - volista. As it was stated loosened screws were found on the cupola. No information about any injury was provided however we decided to report this case based on potential and in abundance of caution as any parts falling down into the sterile field could led to contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with surgical lights volista¿s device. As it was stated the customer noticed that the lightheads of the devices became loose. When the technician arrived at site found that the screws between comfort bracket and light head were loose. There was no injury reported however we decided to report the issue in abundance of caution as missing screws could lead to the detachment of cupola and cause an injury. It was established that when the event occurred, the surgical light did not meet its specifications missing or not tightly fastened screws indicates technical deficiency on the device and it contributed to the event. At the time when the event occurred the device was not being used for patient treatment. During the investigation it was found that the occurrence rate for the issue of the light head shaft breaking is low. The investigation was performed by product specialists at the manufacturer. The mechanical interface is not designed to resist the torque applied, over time, at this location with only two screws in place. To sum up, the issue occurrence is due to manufacturing - human error. The affected devices are now being updated during field safety corrective action msa-2018-001-iu (z-2502-2018). The device involved in the event was found to be in the scope of mentioned fsca. After the event occurrence, the defective cupola was replaced and the device was returned to use.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).